Event description:
During a mitraclip procedure, the clip became dislodged from the delivery spear. The clip remained tethered to the delivery device and was retracted to the distal end of the delivery device. The clip and delivery device were safely withdrawn to the right iliac vein. The vascular or team came to the cath lab and surgically removed the clip and delivery system from the right iliac vein.